Event description:
It was reported that on 30mm amplatzer septal occluder was selected for implant using a 12f trevisio delivery system (ds). During the procedure, while the device was being deployed, it presented in a cobra deformation. The device was removed and replaced with a 30mm non-abbott device, which was successfully implanted. The first device was never released from the delivery cable. There was no interaction with cardiac structures or kink noted in the ds. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
It was reported that on 30mm amplatzer septal occluder was selected for implant using a 12f trevisio delivery system (ds). During the procedure, while the device was being deployed, it presented in a cobra deformation. The device was removed and replaced with a 30mm non-abbott device, which was successfully implanted. The first device was never released from the delivery cable. There was no interaction with cardiac structures or kink noted in the ds. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.